Manufacturer narrative:
(B)(4). Comprehensive verification testing could not be performed for this complaint because the actual sample was not returned for evaluation. The customer provided an unused sterile kit. No damage or defects were observed with the sheath / dilator assembly from the returned kit. A review of manufacturing records did not yield any relevant findings. The potential cause could not be determined based on the information provided and without the actual sample. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being placed into the patient's basilic. Upon insertion of the peel-away sheath, the distal end prematurely split, not allowing for insertion through the skin procedure site. As a result, the clinician performed a skin nick and was able to insert the catheter without the sheath. There was a delay in treatment with no patient harm and no patient death or complications reported.